Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds and loss of capture. Reprograming of the system was performed and a re-evaluation was discussed with a potential lead revision. This lead remains in service. No adverse patient effects were reported.